Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that a trained user discontinued the ilet system and requested a return due to recurrent low blood glucose recorded at 40 mg/dl while using the device with an approximate duration of 15¿20 minutes per episode, despite food intake adjustments and consultation with a trainer and healthcare provider. No adverse clinical symptoms associated with hypoglycemia reported. Outcomes included temporary interruption of daily activities due to hypoglycemia and cessation of device use, with no hospitalization. Customer care provided support that included return logistics. Investigation of this case revealed that the device allegedly contributed to hypoglycemic events, but the cause remained undetermined based on available information. It was concluded, based on previously established findings for similar reports, that the cause was unclear.